Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose (bg) levels dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include loss of consciousness. The patient was rushed to the emergency room (ER), where pod was removed and discarded. The patient was treated with juice and intravenous fluids; patient's bg levels also began to rise without a pod on but these levels were regulated. The patient was released after spending 12 hours in the ER. The patient's blood glucose and insulin history are as follows: time: 8:48pm, bg(mg/dl): bolus(u): 2; 11:00pm, 100; 40 (for 2 hours); 12:30am, (taken to ER).